Manufacturer narrative:
(B)(4). The fsr verified that the latch on the air sensor was broken. The fsr replaced the latch. The unit performed to manufacturer specifications.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the draw latch on the air sensor was broken. There was no patient involvement.

Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed that the latch is broken at flexible point. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.